Event description:
The customer reports that the mx40 has an alarm malfunction error. The device was not in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reports that the mx40 has an "alarm malfunction error." The device was not in use on a patient at the time of event. There was no adverse event reported.